Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Date event occurred is an estimate. End user reports she is a paraplegic so, she has no feeling from her waist down. The end user informed she saw her doctor two weeks ago and they prescribed desonide cream. They also inserted a catheter in her stoma and left her wafer off. Catheter remains in place with her wafer off. The end user was instructed on crusting with stomahesive powder followed by protective barrier wipes and water. She informed she ues allkare adhesive remover to her peristomal skin at times and she uses dial soap to cleanse her peristomal skin. She also reports sometimes uses a hair dryer to dry her peristomal skin. The end user reports she holds and molds her skin barrier in place. It was recommend for the user to cut the white tape collar off of her wafer until samples are received if she reapplies her wafer. Also, recommended the durahesive cut to it skin barrier without tape collar and convex insert. The end user was instructed if area worsens or does not improve tot follow-up for additional instructions. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports circumferential redness under the white tape collar.